Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating a shoulder arteriovenous malformation (avm) using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached two podjs in the avm using a lantern delivery microcatheter (lantern). The physician then advanced another podj in the avm, but attempted to remove it because it was not placed properly. The podj then unintentionally detached as it was being retracted. The physician therefore removed the lantern, leaving the podj partially inside of the patient and partially retracted out of the hub of the biopsy needle that had been used to gain access. The physician then pulled the podj out of the patient. However while pulling the podj out, it began to unravel and two centimeters of the podj remained within the vessel. The physician then removed the needle, removing the last portion of the detached podj with it. The procedure was then completed using additional coils and the needle. There was no report of an adverse effect to the patient.